Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2010, inratio: 1.5, reference meter (coagucheck): 3.1; date: (B)(6) 2010, inratio: 1.7. Last sunday (exact date not provided), inr = 1.7 with inratio meter. Coumadin increased. Historical inr results between 1.7-2.6. Therapeutic range = 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.